Event description:
It was reported that the patient experienced blurred vision and hypertension post-procedure. Two days after a pulse field ablation (pfa) procedure using a farawave catheter the patient was hospitalized for temporary bilateral blurred vision. Transient ischemic attack (tia)/cardioembolic event was ruled out, but it is unknown by what means. Hypertension (htn) control was advised as the patient had high blood pressure in the hospital. The patient's current condition is unknown. It is unknown if the catheter will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced blurred vision and hypertension post-procedure. Two days after a pulse field ablation (pfa) procedure using a farawave catheter the patient was hospitalized for temporary bilateral blurred vision. Transient ischemic attack (tia)/cardioembolic event was ruled out, but it is unknown by what means. Hypertension (htn) control was advised as the patient had high blood pressure in the hospital. The patient's current condition is unknown. It is unknown if the catheter will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block d1.